Event description:
It was reported that during an implant procedure involving the evolut fx transcatheter heart valve, the valve was implanted at an adequate depth and, during removal of the delivery catheter system (dcs) nose cone, the nose cone became engaged with the valve outflow causing the valve to dislodge. Subsequently, a second valve was loaded into a new dcs and successfully implanted in the patient.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx valve; product ID: evolutfx-26; serial: (B)(6); UDI: manufactured date: 2025-09-28; use by date: 2027-09-28; implant date: (B)(6) 2026; FDA site ID: 9617601. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: l-evolutfx-2329; product lot number: 0013181704; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilation was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.